Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the pt is no longer receiving stimulation. X-rays showed the leads had migrated from t5 to l5. The physician explanted the entire scs system.